Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu2323 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage was noted near the insertion site. The physician removed the device that results broken at 35 cm from the tip. The detached portion migrated into the right atrium . They removed it radiologically.